Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported error codes was failed printed circuit boards. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was inspected and the customer issue, error e117, was confirmed. Error codes e116 and e118 were also identified during inspection. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (ofr) was informed that the customer visera 4k ultra high definition camera control unit displayed a ¿permanent error code e117¿. The customer reported problem occurred during a therapeutic procedure which was completed using other equipment. No death, injury or complications for the patient occurred. The device will be returned to olympus for inspection and repair.